Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and the lead tip was seen in the right ventricle. The ra lead also exhibited oversensing and high thresholds resulting in no capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.